Event description:
It was reported a cerebral vascular accident (cva), and thromboembolism occurred. The patient had a pre-existing pacemaker device. A left atrial appendage (laa) closure procedure was performed using intracardiac echocardiogram (ice) and a 24mm watchman flx pro closure device was implanted with complete seal noted. The activated clotting time (act) results intraprocedural were all over 500 seconds and up. Upon waking from the procedure, the patient had confusion and speech issues. A brain scan was performed, and an ischemic stroke was diagnosed. The patient had a thrombectomy the following day post index procedure. The stroke is non-disabling, and the patient is expected to fully recover. The physicians suspect a thrombus was knocked off of the patient's pacemaker during the procedure.

Manufacturer narrative:
B5: information added.

Event description:
It was reported a cerebral vascular accident (cva), and thromboembolism occurred. The patient had a pre-existing pacemaker device. A left atrial appendage (laa) closure procedure was performed using intracardiac echocardiogram (ice) and a 24mm watchman flx pro closure device was implanted with complete seal noted. The activated clotting time (act) results intraprocedural were all over 500 seconds and up. Upon waking from the procedure, the patient had confusion and speech issues. A brain scan was performed, and an ischemic stroke was diagnosed. The patient had a thrombectomy the following day post index procedure. The stroke is non-disabling, and the patient is expected to fully recover. The physicians suspect a thrombus was knocked off of the patient's pacemaker during the procedure. It was further reported the patient discharged.